Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. During evaluation it was found that the device gear seized, jammed, and was heavy moving. It was noted that the gear was heavy and sluggish. It was also noted that the device failed pre-repair diagnostic tests for status of development, leakage, cannulation, free moving, falling out protection (steal ring), function of all modes, and response of the on/off trigger. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the handpiece device was very noisy during use. During service and evaluation, it was found that there was a loud noise when using the device. It was also noted that the device failed pre-repair diagnostic tests for status of development, leakage, cannulation, free moving assessment, falling out protection (steal ring), and response of the on/off trigger. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.